Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("there was an essure coil noted in the endometrial canal"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("unintended pregnancy"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 29-year-old female patient (gravida 7, para 2) who had essure (batch no. A45104) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 ((B)(6) 2007, (B)(6) 2012), premature birth (2007-2017) and miscarriage (at least 3-4 times). Concurrent conditions included anemia, asthma, dysuria, vaginitis, fatigue and metrorrhagia. Concomitant products included lorazepam, phentermine and salbutamol (albuterol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / clots"). In 2013, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and dizziness ("lightheadedness"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove essure implant), surgery (to remove essure implant) and surgery (novasure endometrial ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device expulsion, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, uterine haemorrhage, abdominal pain, back pain, vaginal haemorrhage, menorrhagia and dizziness outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, abortion spontaneous, back pain, dizziness, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 25-mar-2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, device expulsion. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding vaginal bleeding, abnormal bleeding (menorrhagia), clots, lightheadedness, aub (abnormal uterine bleeding) and there was an essure coil noted in the endometrial canal incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("there was an essure coil noted in the endometrial canal"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("unintended pregnancy"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 29-year-old female patient (gravida 7, para 2) who had essure (batch no. A45104) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 ((B)(6) 2007, (B)(6) 2012), premature birth (2007-2017) and miscarriage (at least 3-4 times). Concurrent conditions included anemia, asthma, dysuria, vaginitis, fatigue and metrorrhagia. Concomitant products included lorazepam, phentermine and salbutamol (albuterol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / clots"). In 2013, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and dizziness ("lightheadedness"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove essure implant) and surgery (novasure endometrial ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device expulsion, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, uterine haemorrhage, abdominal pain, back pain, vaginal haemorrhage, menorrhagia and dizziness outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, abortion spontaneous, back pain, dizziness, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("unintended pregnancy") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, abdominal pain and back pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.